Event description:
When rn attempted to insert peripherally inserted central catheter line - catheter broke at the hub. Second peripherally inserted central catheter in package used - when gloves opened one crumbled.